Event description:
The nasogastric [ng] feeding tube with enfit connection (8 french x 43in) with reference number 8884720858e and lot number 2407826264. The purple cap at the end of the wire broke off and even with kelly clamps, the wire would not come out from inside the ng tube. When pulling on the wire, the ng would ripple and bunch up not allowing to remove the wire to be able to use the ng. Was able to remove wire after significant manipulation of ng causing more discomfort for patient.